Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. The year is the only known part of manufacture date. We have defaulted to the first of the year.

Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. Caller states that her son has a small cut on his finger that may have been due to the protruding lancet, but no medical treatment was needed or sought. No adverse event reported. Requested return of suspect device and replacement was sent.